Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump shut off during the night and he experienced elevated blood glucose (bg) over 300mg/dl with shortness of breath, lightheadedness, fatigue, moderate increased thirst, and moderate increased urination. Troubleshooting indicated that the auto off alarm had gone off while the patient was sleeping and the patient did not respond to the alarm, resulting in the pump powering off. The auto off alarm was reportedly set to 15 hours, and the patient reportedly had not pressed any pump buttons for more than 20 hours. Customer technical support explained the reason the pump shut off and that the auto off alarm functioned as intended. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy with use error as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.